Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device. On (B)(6) 2023, the patient experienced nausea, vomiting and ¿acetone¿, the cgm was reading 154 mg/dl and the blood glucose reading was 475 mg/dl. The patient stated they were hospitalized and received treatment with insulin injection with pens. It was reported that the patient spent a total of 1 day in the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.